Manufacturer narrative:
A root cause investigation was conducted. The location of the false negative results points to a mechanical pipetting issue, specifically with the first dispense. On (B)(6) 2016 the 1000ul syringe and 3 way valve were replaced as part of the unexpected reactions checklist protocol. Since the replacement of these parts no additional false negative results for this instrument have been received. Root cause is determined to have been a mechanical pipetting issue with the first dispense of the ag_kell assay caused either by a faulty 1000 ul syringe or the 3 way valve attached to this syringe.

Event description:
On 08jun2016, immucor became aware of an unexpected negative reaction with the kell phenotype assay on the galileo neo instrument on a sample tested on (B)(6) 2015.